Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent unrelated procedures. Thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted but to no avail. Ipg was confirmed inoperable. Surgical intervention may be pending to address the issue.